Event description:
It was reported that a clearlink vented secondary medication set leaked. This occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured september 2022. H10: the device was received for evaluation. A visual inspection was performed which identified a small hole in the tube. Functional leak testing was performed which revealed a leak from the hole. The reported leak was verified. The cause of the leak was the hole; however, the cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.